Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has experienced high and low blood glucose levels. It was also stated that the sensor glucose readings have sometimes up to 100 points difference with the blood glucose value. Customer declined to troubleshoot. Nothing further reported.